Event description:
A caller reported that a sensor error was received with the adc device. Due to the error, the customer experienced symptoms of vomiting, diarrhea, and stomach ache, and was unable to self-treat. The customer was treated with rapid insulin (dose unknown) by the mother and then seen at a hospital where they were under observation for diagnosis with diabetic ketoacidosis. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. Section d4 (expiration date) and h4 (device mfg date) were updated based on extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a sensor error was received with the adc device. Due to the error, the customer experienced symptoms of vomiting, diarrhea, and stomach ache, and was unable to self-treat. The customer was treated with rapid insulin (dose unknown) by the mother and then seen at a hospital where they were under observation for diagnosis with diabetic ketoacidosis. No further information was provided. There was no report of death or permanent injury associated with this event.